Event description:
A dialysis facility tech reported a pt experienced symptoms of acidosis approx two hours after the start of treatment on a system 1000 hemodialysis machine. There was no pt injury reported. Limited info was provided.